Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was received. The chamber was visually inspected. Results: inspection of the complaint feedset tube revealed that there was adequate glue on the feedset tube/spike connection but the glue was not bonding. A lot check revealed two other complaints of this nature for lot 120419. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the spike became loose post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the connection between the bag spike and the water feed tube of an mr290 humidification chamber after six days of use. No patient consequence was reported.